Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl. The customer performed a system check and the occlusion appeared to possibly related to the infusion tubing. The customer changed the infusion set tubing and site. A correction bolus was delivered to address the bg level. As the customer had changed the supplies, tandem was unable to confirm if the tubing was the cause of the occlusion.